Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage post deployment occurred. A percutaneous coronary intervention (pci) was being performed on the left circumflex (lcx)and obtuse marginal (om) utilizing the culotte technique for bifurcation stenting of these arteries. A synergy 2.25 x 38 des was placed and the circumflex branch. A guidewire was then tracked through the side cell of that stent and into the om branch. The physician then advanced a synergy 2.25 x 24 into the om branch and deployed. Both stents were post dilated with the use of a 3.0 and 3.5mm nc emerge balloons for full expansion. At two different times throughout the procedure the guide catheter and wire were accidentally pulled from the lumen of the stent and had to be redirected back through. At that point, there was great difficulty re-advancing the balloons into the proximal end of each stent. The balloons were finally able to be placed in a kissing balloon technique and the physician simultaneously expanded the bifurcation. However; it was noticed the geometry of the synergy stents had been deformed at some point during post dilatation. The physician decided to place another 3.0 x 16mm non bsc stent within the circumflex, covering the area of possible deformation within the 2 synergy stents previously placed. Patient prognosis is good.